Manufacturer narrative:
The device in question was returned to manufacturer as reflected in section d9. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon suffered an electric shock while operating the instrument during a procedure. The electric shock partially destroyed the surgeon's glove and caused a skin burn.